Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm on their insulin pump. It was reported that the customer's blood glucose was unknown. It was reported that the customer had radioactive injection to check thyroid, but was advised that it would not interfere with pump. Troubleshoot was reported to be conducted. It was reported that the customer was advised to discontinue use of the device, and that it would need to be replaced and returned. It was reported that the customer also mentioned issues with a sensor being stuck in serter. It was reported that the customer declined to troubleshoot for stuck sensor, due to it being a past event, and the other sensors worked fine.